Event description:
Boston scientific received information that the patient with this this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system had a syncopal episode. At the time, the patient was in the hospital (in poor health prior to event with severe heart failure) and telemetry strips showed no r-wave activity. Device evaluation was performed and noise with oversensing was noted on the rv lead, but attempts to reproduce the noise with isometrics were initially unsuccessful. Upon review it appeared the noise was likely diaphragmatic in nature and was able to be reproduced when the patient bent over. Reprogramming was done in an attempt to avoid further pauses. Surgical intervention was performed and the rv lead was extracted with the use of a laser. During the procedure the patient developed flash pulmonary edema which required pacing through the pacing system analyzer (psa). Subsequently, the patient had several ventricular tachycardia (vt) episodes and was treated through the new device with anti-tachycardia pacing (atp). The atp accelerated the rhythm to ventricular fibrillation (vf); a shock from the device did not convert the patient, and external defibrillation was successful. Further vt was noted with successfully treated by the device. It was reported the physician thought the failed shock was due to the patient's poor oxygen saturation level, which was in the 70s at that time. A revision procedure was completed no further adverse patient effects were reported. Due to the patient's poor health, no defibrillation threshold (dft) testing was performed during the procedure. One week later dfts were performed, however, failed and a second lead revision was scheduled. Before the revision could occur, information was reported that this patient expired 22 days after the initial syncopal event due to cardiogenic shock with no reported allegations against the defibrillation system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.